Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion of the harvester.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/1/2024, a sales representative reported via phone that an ar-1288qis-100 quadlink implant system harvester was locked up within and would not cut the graft during graft harvest on the patient. The case was completed by cutting the graft out by hand, and the case continued as planned. There was a one-minute delay in the case. Nothing broke in the patient. This was discovered during an acl reconstruction procedure on (B)(6) 2024, with no reported patient harm.